Manufacturer narrative:
The software investigation found that the blue dot was not on the tip of the nose prior to tracing. Incorrect orientation would have been established. Customer was walked through performing correct process of establishing orientation. Software functioned as expected.

Event description:
A site rep reported that while in an ent procedure, the head image flipped upside down after performing tracer. They imported the exam over dicom and the exam was flipped superior/inferior; corrected the orientation and performed tracer; and the dots showed up correctly but the head flipped. A medtronic rep walked the site rep through confirming orientation again and re-starting tracer. The blue dot was not on the tip of the nose, it was on the cheek. The medtronic rep had her move it to the tip of the nose and proceed. Tracer passed and they were able to proceed with the case. No further issues. The surgery was completed with the use of the landmarx evolution. There was no impact on the pt outcome.